Manufacturer narrative:
The product was not returned for eval. We are unable to assess if any product condition could have contributed to the patient's skin irritation or ER visit. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient's mother reported about 3 months ago after her daughter wore the pod on her backside she noticed her site was hard, painful and it looked like a boil. She took her to the emergency room. She did not provide any further info regarding the ER visit or her daughter's treatment.